Event description:
"Spring buttons that hold the pivot tube to the upper assembly are no longer round and the tube can fall off. Did a no charge order for the parts." No alleged injury.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model t93ha, serial number/date code (B)(4) is approximately 8 months old. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer called stating that the snap buttons that hold the pivot tube to the upper assembly allegedly are no longer round and the tube can fall off. Replacement parts were issued on a warranty order. No injury alleged.